Event description:
It is reported that significant blood loss occurs after tka using trabecular metal implants. The loss requires transfusion post-op in 50% of our cases.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight, and patient activity is unknown. This complaint was not limited to a specific trabecular metal implant. No information regarding the surgical technique, such as use of a tourniquet was provided. No complaints related to blood loss have been received in nexgen tm tibia to date. However, based in the available information, a definitive root cause can not be ascertained at this time. H6: evaluation codes: no product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based in the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.